Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-0773, awareness date 26-aug-2015). It refers to a female consumer on unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2010. Additional information received on 15-sep-2015 (ptc - product technical complaint). She stated that she had her tubes removed because of essure. She was in the hospital for 5 days to find out that she had cysts develop and burst and also inflammation due to an allergic reaction to the nickel. She experienced a lot of loss financially and emotionally from the assure implants. Ptc global number: (B)(4). Ptc result: final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusions insert) inserted in 2010. Consumer reported that her tubes were removed due to an allergic reaction to the nickel. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, considering the positive temporal relationship, causality cannot be excluded and since an intervention was performed, this case is regarded as serious and incident. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.